Event description:
It was reported that this implantable pacemaker recorded an alert for right atrial automatic threshold due to low evoked response and noise. There is no evidence of noise, however, the recorded atrial tachy response (atr) episodes show far-field r-wave oversensing, resulting in inappropriate atr episodes. The device remains in service. No adverse patient effects were reported.